Manufacturer narrative:
One set returned. There was no cracking present on the set. The leakage was due to the mating components not being fully assembled during the bonding process. This allowed fluid to leak through the threads in the male luer lock. This issue is being reviewed with the mfg personnel. This is the only reported complaint for this issue on this product code. The device history record was reviewed and found to be acceptable. Medex was able to confirm this issue and determine the cause. No add'l action necessary at this time.

Event description:
The art line cracked at the transducer. No pt injury or treatment associated with the event.